Manufacturer narrative:
Device 1 of 6. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date, no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
This emdr is for an unknown quantity of affected wafers. The end user stated that the opening in the middle of the wafer was off-centered. She tried about half of the wafers, but they leaked. Reportedly, she discarded the remainder of the wafers. No photo is available at this time.